Manufacturer narrative:
Product event summary: analysis confirmed that the programmer's overlay was broken. When the overlay is broken, the stylus will not interact with it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to interact with the display screen. No applications were able to be opened, and the stylus was unable to be calibrated. It was also reported that the programmer's screen was cracked. The programmer has been returned for repair. There was no patient involvement.